Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. Struts on the first row were raised and misaligned. The outer diameter (od) was measured and was within promus element monorail product specification. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing atch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited but due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. While attempting to cross the lesion with a promus element stent 2.75x20mm, some struts of the stent were coming off the proximal end of the stent. The damage was noticed outside the patient following withdrawal of the stent delivery system. The procedure was completed with another device. No patient complications were reported and the patient's status was listed as stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. While attempting to cross the lesion with a promus element stent 2.75x20mm, some struts of the stent were coming off the proximal end of the stent. The damage was noticed outside the patient following withdrawal of the stent delivery system. The procedure was completed with another device. No patient complications were reported and the patient's status was listed as stable.